Event description:
It was reported the implantable neurostimulator never provided therapeutic relief. The health care provided reported that the patient contacted them the day before the report and said that the stimulator had never worked. The patient was implanted about two years prior to the report. Upon follow up the manufacturing representative reported that the patient had left on vacation for a couple of months and there had been no cause for her allowing the battery to die. No intervention or outcome was reported. If additional information is received a follow up report will be submitted.

Manufacturer narrative:
(B)(4)